Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the proximal left anterior descending artery with no tortuosity, mild calcification and 90% stenosis. The vessel diameter was 3.0 mm and the lesion length was 15 mm. A 3.0x12 mm rx trek dilatation catheter was advanced without resistance and used for dilatation once. The 3.0x12 mm rx trek dilatation catheter was re-advanced without resistance to perform additional dilatation; however, blood came back into the syringe. The device was withdrawn without resistance from the patient anatomy and leaking of contrast media was confirmed from the proximal balloon outside of the patient anatomy. Reportedly, the 3.0x12 mm rx trek dilatation catheter was prepared per the instructions for use without any issue. A non-abbott balloon was used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported rupture was confirmed. Based on visual and functional scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.